Manufacturer narrative:
Additional information: d4, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue and subsequent delay remains unknown.

Event description:
During a ventricular tachycardia procedure, a display issue occurred which caused a procedure delay. During the procedure, two tactiflex¿ ablation catheter, sensor enabled¿ displayed as a squiggly line. The catheter was replaced with a flexability se catheter, which did not resolve the issue. Troubleshooting included replacing all cables, restarting the ampere, tactisys, and amplifier, but the issue persisted. The ampere, tactisys, and amplifier were all replaced, but the issue persisted. The horsetail cable from the back of the ensite x amplifier was removed and reconnected without the ablator pins, which resolved the issue. In order to get ablation signals on the recording system, the egm cable was used. The procedure was successfully completed with no adverse consequences to the patient.